Event description:
It was reported that the control module and holster are giving multiple error codes during the breast biopsy. There have been no pt consequences reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint of "multiple error codes" and found that the multiple green cable errors were occurring due to the translational cable. To correct the customer complaint, the analysis site replaced the translational cable. The analysis site also replaced the shroud and the rotation knob due to being cracked. After servicing and upgrades, the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.